Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and replaced. No additional adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. The product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.